Event description:
A health are professional reported that, during an intraocular implant procedure, the plastic threads in cartridge that are pressed against the lens during advancement. Physician was able to detach one of these plastic threads from the lens and extract it. There was no patient impact.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company cartridge was not returned for evaluation. A small screw top vial was returned. An unknown liquid was inside. A linear material was observed floating in the liquid. The material was removed and isolated between glass slides. The material was sent to the lab for testing. Lab analysis: the sample was visually and microscopically examined. Microscopic examination shows a clear material 2.2mm in length. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated spectra to a library of spectra found the best match to be company cartridge basecoat. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause. Only the reported material was returned. The clear material was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material¿s generated spectra to a library of spectra found the best match to be company cartridge basecoat. The company cartridge complaint product was not returned for evaluation. No determination can be made without physical evaluation of the complaint sample for damage. Associated products were not provided. It is unknown if qualified products were used. Per the IFU: the company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovds immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).